Event description:
Customer admitted to hosp due to high blood glucose.customer was treated and released, however, is still having high blood glucose. Troubleshooting was performed, and the insulin pump appears to be functioning properly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.